Event description:
It was reported that non-abbott laser was used for atherectomy to treat a diseased superficial femoral artery (sfa). After atherectomy, a stent was placed, post stent dilation was performed with a jade .018 otw 7.00mmx100mm 150 cm balloon. The balloon was dilated up to burst pressure of 16 atmospheres (atm), and the balloon burst. The physician went double negative on the balloon, pulled the balloon back to take out of body. When balloon was removed from the body, it was evident on the catheter that only a piece of the balloon was still attached. After fluoroscopy, remanent of the balloon appeared still in the patient. The physician attempted to retrieve the balloon within another catheter and was unsuccessful. The patient left for surgery. A cutdown was performed to remove the balloon fragments. The patient was stable.